Event description:
The customer reported that the device was unable to boot. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was unable to boot. There was no report of pt involvement. The device was evaluated by philips. The symptom was verified. The control pca was replaced to resolve the issue.